Event description:
It was reported that after the left ventricular (lv) lead was successfully fixated, the stylet was unable to be removed. The physician pulled on the stylet with more force and the lead was broken as a result. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.